Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient¿s skin began to bubble during a tibia nail surgery approximately a month ago. A reamer head, flexible shaft, and a non-synthes drill were used to ream through the patient¿s dense bone. There wasn¿t enough power in the drill when the surgeon was reaming half way down the tibia. While waiting for the correct battery, the surgeon continued to ream. As a result, the patient¿s skin started to bubble. The correct battery was obtained and surgeon proceeded with surgery. A plastic surgeon was requested to evaluate the skin and the results of the assessment are unknown. It is unknown if any additional medical intervention or if any additional treatment was needed. The surgery was successfully completed. The procedure was delayed approximately ten to fifteen minutes due to the battery. Patient status/outcome was reported as stable; it was noted it was possible the patient developed necrosis, but this could not be confirmed. There were no issues identified upon inspecting the reamer head and flexible shaft. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as october 25, 2016. After clarification it was determined that the synthes representative did not know about the adverse event during the procedure. The synthes representative became aware of the adverse event on january 03, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.